Event description:
According to available information, this device required replacement due to tubing length. During implant, the nurse and doctor noted the black tube connecting to the reservoir was too short. It was approximately 7 cm and should been 15 cm. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to tubing length. During implant, the nurse and doctor noted the black tube connecting to the reservoir was too short. It was approximately 7 cm and should been 15 cm. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, two cylinders and reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of tubing length incorrect, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.